Manufacturer narrative:
The olive wire is provided to customers within a sterile kit (sk12) and marked single use. The UDI referenced is for the sterile kit, sk12, that the product is distributed within. The possible device history records were reviewed and no issues during the manufacture or release of the product were identified that could have contributed to the problem reported. The olive wire is manufactured with implant grade material. Although no evaluation could be completed as the product was not returned to the manufacturer, based on previous investigation it is possible the technique utilized on the olive wire applied additional bending forces to the device resulting in its breakage. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
During a bunion procedure on (B)(6) 2018, the tip of a long olive wire broke off and was implanted in the patient's bone. The surgery proceded without further incident and was successfully completed. No case delay or additional patient outcomes were reported.